Event description:
Mrs (B)(6), head of the central sterile services, reported in her fax that it was noted during a surgery procedure that the cable tensioner did not fasten the cerclage any more.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.